Manufacturer narrative:
(B)(4). Empty. The analysis results found that the el5ml device was received in good visual condition. A bag with one conforming clip and three malformed clips was returned along with the instrument. During analysis, it was noted that the device was empty, locked out and the orange indicator was found to be undertraveled. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy, two clips were fed into the jaws at a time at the 1st firing. The same event occurred repeatedly. No clips fell into the patient. There was an unexpected resistance in grasping the trigger. There was no torquing or twisting of the device present. Another competitive device was used to complete the case. There were no adverse consequences to the patient.